Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge onto their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge following the proper technique.